Event description:
The customer reported that "the cable rupture with flame and smoke when plugged into the mains in the equipment library." Product was not connected to a pt at the time of the event.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.